Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie pockets and two drawers were not seen on bus. A field service engineer (fse) reseated the row cable and drawer boards, then rebooted the system and verified that all the rows were detected in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed and could not be recovered even after restart. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.